Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that an eclipse total shoulder case needed a revision due to a failed rcr. There was no report of an event that caused the failure. The caller did not know the original date of surgery (stated only that it was 'years ago'). The patient is male, (B)(6) years old. The devices from the original case were removed; these were replaced with ar-9502f-39cpc, ar-9501-10p, ar-9503m-03.